Event description:
It was reported that after an unspecified procedure, arteriotomy closure of an unspecified vessel was attempted using three perclose proglide devices. Reportedly, during suture retrieval of each device, when the needle plunger was removed, the suture broke. Although hemostasis was subsequently achieved, the method used was not specified. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Manufacturer narrative:
(B)(4). Evaluation summary: the body of the device was returned for evaluation. The monofilament, an integral component of the device, was not returned; therefore, the reported suture break could not be confirmed. However, there was no abnormal observation found on the returned device components that could have contributed to the reported experience. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. In addition, the customer returned six unused, sterile proglide devices for evaluation with the same part ((B)(4)) and lot number (21114j1), as the complaint device. Based on the visual inspection and functional testing of the returned devices, there is no indication of a product deficiency. All six devices were deployed with acceptable results and performed according to specifications. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.